Event description:
The customer reported that the cufflator needs calibration. The customer did not report that there were any physical or functional issue with the cufflator. The customer did not state when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation of the returned product found the needle is between the 0 and the 2 cm h20 on the dial plate. No readings were taken due to the position of the needle. There were no physical damages to the cufflator. Note: instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of a suggested range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).